Event description:
Patient had implantation of posterior prolift with tvt sling approx 5 years ago for stress urinary incontinence, stage 2 rectocele and stage 1 cystocele. Patient reports intermittent vaginal pain for past 2 years, mild degree of urinary urgency, frequency and occasional leakage following strong urge to void. Patient receives very little warning before experiencing an urge to urinate. No complaints of leakage of urine with coughing, laughing, sneezing, bending or moving from a seated to standing position. Exam reveled that mesh was palpable below mucosal surface in proximal 1/3 of posterior vaginal wall. Pain was noted along mesh surface and most acute along mesh arms bilaterally. Patient returned to surgery to have removal of vaginal mesh, cystocopy and posterior colporraphy.